Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. Raytreat only shows a single column for gantry angle in the list of beam delivery results. The gantry angle displayed in the first row for each beam will always be the planned angle, not the delivered angle. If there is more than one beam record, e.g. If the beam has been stopped and restarted multiple times during the session, the gantry angle used for delivery will be displayed in the following rows. However, when only a single beam record is received for a specific beam, the information about both the planned and delivered beam is merged into a single row, to save space. This hides any delivered gantry angle and instead only shows the gantry angle that was planned in raystation.

Manufacturer narrative:
A software design defect has been identified. In the error occurs for a treatment session where a the gantry angle was not as intended, i.e. That differed from the planned ange by mistake, the incorrect display would hide this mistake. This could lead to continuing the treatment for following fractions as planned, rather than adjusting the plan based on the incorrect delivery. If decisions about the remaining treatment that should have been made due to the incorrect treatent are not made, this could lead local over-and/or underdosage.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00019 (B)(4) rs raytreat delivered gantry angle. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. Raytreat only shows a single column for gantry angle in the list of beam delivery results. The gantry angle displayed in the first row for each beam will always be the planned angle, not the delivered angle. If there is more than one beam record, e.g. If the beam has been stopped and restarted multiple times during the session, the gantry angle used for delivery will be displayed in the following rows. However, when only a single beam record is received for a specific beam, the information about both the planned and delivered beam is merged into a single row, to save space. This hides any delivered gantry angle and instead only shows the gantry angle that was planned in raystation.